Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018 with blood glucose level was 400mg/dl at time of incident and due to skin absess. The customer reported an issue associated with infusion set insertion site. Troubleshooting was performed. The insulin pump will not be returned for analysis.